Event description:
Note: this report pertains to 1 of 2 resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not deploy accurately. The clip eventually release from the catheter after manipulation. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. It was reported that the control wire was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).